Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure "the clip misfired" and would not come out of the channel. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event.